Manufacturer narrative:
Follow-up # 1 date of submission 9/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/17/2016 with the following findings: the pump history showed evidence of short battery life which was illustrated with a sudden 11 count voltage drop on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment and battery cap were intact and the cap was able to fit securely to the pump. During testing, the pump emitted a call service alarm at power up. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. The initial ¿battery life¿ complaint could not be fully investigated due to this alarm. The pump¿s cover was removed and there were no intermittent conditions found to the power printed circuit board (pcb) or to the cgm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/10/2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.